Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to place taxus express2 2.5x12mm drug eluting stent to the circumflex (cx) artery, but while trying to advance the device over the wiggle wire, the shaft broke. The wiggle wire and the taxus stent were removed together. The lesion was then pre-dilated with a 2.5x8mm maverick balloon and a taxus express2 2.75x12mm drug eluting stent was successfully placed. No pt injuries or complications were reported. Pt status post procedure is noted as ok.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.